Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alarm while the user was on a teflon inset with 23-inch tubing, followed by a change insulin alert and an ¿unable to proceed¿ message during a supply change; a dry-run prime was successful, and the issue resolved only after switching supplies and reconnecting, with a plan to try an alternative infusion set model. Symptoms included no reported changes in blood glucose. Outcomes included the user temporarily switching to backup therapy until able to perform a full supply change, with no hospitalization. Investigation included guided troubleshooting, a dry-run verification, and education on performing a complete supply change using different lot boxes, as well as arranging sample alternative infusion sets. Investigation of this case revealed that the occlusion and subsequent inability to proceed were attributable to infusion set or consumable performance, which resolved after a full supply change and reconnection, indicating supply-related occlusion. It was concluded, based on previously established findings for similar reports, that the cause was infusion set malfunction or obstruction consistent with consumable-related occlusion.